Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a mildly calcified proximal left anterior descending (lad) artery. A 15mm x 3.00mm nc quantum apex balloon catheter was selected to dilate lesion. The balloon was first inflated at 12 atmospheres. During the second inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of nc quantum apex catheter was with a stopcock attached to the hub. There was contrast and blood in the wire lumen. Magnified inspection revealed a pinhole in the balloon wall 5mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a mildly calcified proximal left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was selected to dilate lesion. The balloon was first inflated at 12 atmospheres. During the second inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.